Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd extension set 1.2 micron low protein binding filter experienced blockage. The following information was provided by the initial reporter: the report is that the filter would not prime.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to the syringe filled with glycerin. The set was able to be primed. The customer complaint that the filter would not prime could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd extension set 1.2 micron low protein binding filter experienced blockage. The following information was provided by the initial reporter: the report is that the filter would not prime.